Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right ventricular lead exhibited noise during the episode; the patient was simultaneously in atrial fibrillation. The sensitivity was reprogrammed, the patient would be monitored.